Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, rash, skin disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and migraine had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, pelvic pain, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain , apareunia, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), migration, urinary problem, migraine, headaches, nausea, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: information received in the previous fup 2 of 06-sep-2019 was incorrect due to which the following events "headaches, nausea, weight loss" were deleted in the current fup 3. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), skin disorder ("skin condition"), urinary tract disorder ("urinary problem"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, migraine, headache, nausea and weight decreased had resolved and the device dislocation, rash, skin disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain , apareunia, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), migration, urinary problem, migraine, headaches, nausea, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case was become incident. Event injury was updated as pelvic/abdominal pain, apareunia, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), rash/skin condition, migration, urinary problem, migraine, headaches, nausea, weight loss. Patient date of birth added. Iud removal date was added. Reporter causality comment was added. Reporter added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included bowel obstruction and hernia. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, rash, skin disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and migraine had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, pelvic pain, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain , apareunia, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), migration, urinary problem, migraine, headaches, nausea, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's concurrent conditions included bowel obstruction and hernia. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, rash, skin disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and migraine had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, pelvic pain, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain , apareunia, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), migration, urinary problem, migraine, headaches, nausea, weight loss. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lot number was added. Reporter information, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.